Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." This report is number 5 of 8 mdrs filed for the same patient (reference 1825034-2014-03789 / 03790 & 05733 / 05734 & 2015-02003 / 02005 & 02007).

Event description:
It was reported that patient enrolled in the mom clinical study underwent total right hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports patient was revised (B)(6) 2013 due to allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, difficulty walking, and elevated metal ion levels and metallosis. Review of invoice records indicates the patient was revised (B)(6) 2013 and the head and cup were removed and replaced. Additional information provided with review of patient invoice records indicate that patient hip revision procedures were also performed on (B)(6) 2011 and on (B)(6) 2011. Additional information provided in patient invoice records indicates patient was implanted with a hip mold on (B)(6) 2011. It is unknown which hip had the additional revisions. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted patient underwent a left total hip arthroplasty on (B)(6) 2011. Operative report noted patient underwent a left hip revision on (B)(6) 2011 due to infection. Operative report further noted purulent fluid and necrotic fat during the procedure. All components were removed and cement spacer molds were implanted. Additional information received in the patient's revision operative report noted patient underwent a right hip revision on (B)(6) 2013 due to pain. The modular head and acetabular cup were removed and replaced and a liner was implanted.